Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) defibrillator lead was placed in the patient. The patient then experienced severe shortness of breath and sudden acute heart failure, and so the surgeon immediately terminated the procedure. After intubation and rescue, the patient was transferred to the intensive care unit (ICU). The next day, the patient experienced ventricular fibrillation (vf) and died after additional rescue attempts failed.